Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2 reference MFR. Report: 1627487-2017-06624. It was reported the patient experienced ineffective and uncomfortable stimulation. In addition, the patient developed pocket stimulation after having had a fall. Subsequently, surgical intervention was undertaken during which the entire system was explanted and replaced. The issues were resolved following the procedure.